Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch select simple meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter was reading inaccurately on or about (B)(6) 2017, when the patient obtained alleged inaccurately erratic blood glucose results of ¿159, 117, 125 and 97 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with oral medication and diet and has taken exercise for 4 months. The reporter stated that on or around (B)(6) 2017, the patient became ¿shaky¿. He denied that the patient received treatment for her symptom above and beyond her normal diabetes care and management routine. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The csr also noted that the test strips had been stored correctly, were within expiry date and the test strip vial was intact. The reporter confirmed that the patient had used the same approved sample site to obtain the blood samples and had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Shaky, after the alleged product issue began.